Manufacturer narrative:
Pouch damaged was reported by a distributor in a single device. This distributor performs 100% inspection on the packaging of incoming devices. This is the first report of similar packaging damage received; no reports have been received from end users. However, it cannot be guaranteed that no other device placed on the market has similar damage. Therefore, a field safety corrective action in the form of a notification to all affected customers as well as sending a company representative to inspect all devices in the field will be performed.

Event description:
A report was received from the distributor in japan that damage to the sterile pouch was noticed during the incoming inspection performed by the distributor. The affected product was segregated and not placed into distribution. While there have been no reports of sterile pouch damage from user facilities, it is possible that such damage may exist.